Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with 61 syringes with white fibers, 1 with black fiber and 1 with damage/pollution on top of the syringe.

Manufacturer narrative:
H.6. Investigation: three samples were received by our quality engineer team for evaluation. Upon visual inspection of the samples, small particles were observed inside the blister, outside of the syringe. No damage or molding defects were noted. Further inspection determined the particles consisted of polypropylene present in two of the samples and a paper particle in the third. No foreign matter was observed within the fluid path. A device history review was performed for reported lot 1811230, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. It is likely the polypropylene originated from the molding process while the paper particles originated from the blister during packaging. Machines routinely undergo proper maintenance and cleaning. A vacuum system was recently implemented to reduce any foreign matter inside the product blister.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak concentric luer lock syringe there was an issue with 61 syringes with white fibers, 1 with black fiber and 1 with damage/pollution on top of the syringe.